Event description:
It was reported that the insulin pump had an error alarm during the manual prime process. Advised the caller that the customer should revert to back up plan. The customer's blood glucose reading was 150mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime and alarmed motor error during the basic occlusion test as a result of a loose motor support disk. However, the motor was tested outside and passed the test.